Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the electrical parameters of the right ventricular (rv) lead were all out of range including low pacing impedance, decreased r-wave sensing amplitude, increased capture threshold and an episode of oversensing. The rv lead was repositioned to resolve the event and the patient was stable.